Event description:
The customer reported the system displayed an error during boot up. The field engineer reported that the system was not able to boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.